Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Oversensing was observed on the right ventricular lead. All other measurements are in range. Noise could not be reproduce with isometrics and pocket manipulation. The lead was suspected to not be fully inserted into the header, or the set screw might not fully tighten down at the implant. X-ray was suggested to visualize the header. The physician believes that the oversensing might be due to air or fluid in the header pin interface. The patient was discharge home and will be followed remotely.